Event description:
The customer reported during a therapeutic peroral endoscopic myotomy for type ii achalasia, the subject device tip "fell off" during the procedure. There was no melting identified. The customer reported they were unable to locate the tip of the knife. The customer did not report if additional intervention was attempted, including diagnostic testing to locate the device. There was a forty (40) minute procedural delay and the procedure was completed with another device. The subject device was inspected prior to use and was determined to be in "excellent condition." Due to the lack of information provided by the customer and the potential for the device tip to be unknowingly left in the patient, this will be reported as a serious injury.